Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 462 mg/dl. Customer experienced symptoms such as nausea. Customer was treated with insulin pump for high blood glucose level. Customer stated insulin pump had insulin flow blocked alarm and they declined troubleshooting for insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. The insulin pump will not be returned for analysis.